Manufacturer narrative:
The identifying patient information was requested but not received.

Event description:
It was reported that during a rotator cuff repair surgery using a super turbovac 90 arthrowand the sheath began fraying at the time of decompression. The joint space was flushed and the procedure was completed with a new arthrowand. No patient complications were reported as a result of this event.